Event description:
It was reported that the user experienced hyperglycemia after a reported sensor failure, performed a fingerstick showing 200 mg/dl, administered multiple manual injections including a meal dose for waffles with syrup and a correction dose, temporarily disconnected from the ilet, then resumed ilet therapy after a two-hour wait and performed a supply change; the highest referenced glucose was 317 mg/dl, and subsequent trend showed decline and stabilization to 176 mg/dl. Investigation included review of reported use, user counseling on transition timing between mdi and ilet, and monitoring of glucose trends. Investigation of this case revealed no confirmed device malfunction and that glucose improved after resumption of ilet and supply change. Symptoms included high blood glucose. Outcomes included no hospitalization and recovery without sequelae as glucose trended down. It was concluded that, based on previously established findings for similar reports, the cause of the hyperglycemia was unclear, with contributory factors possibly including sensor failure, meal intake, manual dosing, and transition off and back onto the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.